Event description:
ICU medical mfg. List # 11956, clave connector, lot # 64-622-2a and two -2- ICU medical mfg list# 12738, 7" clave extension sets were found to be problematic. The clave connector # 11956 was found to be cracked and leaking. It was changed without any untoward pt event. One of the clave connector sets mfg. List # 12738 had a clave that was leaking. The product was changed with no untoward pt event. The second clave set was found within a depressed diaphragm set in the 'in' position. It, too, was changed with no untoward pt event. The two clave extension set events occurred in '08 and were reported in the next day. Since three occurrences were noted in a short period of time, a call was placed to ICU medical and all events were reported. They will be doing a random product investigation from our claves and clave sets to determine the potential cause of the leaking/crack. Clave extension sets mfg. Clave connector found in 2008. Clave extension sets found about 3 days later.